Event description:
It was reported that this left ventricular (lv) lead was explanted during a device therapy upgrade due to loss of capture. Originally, this lead was cut, capped, and sutured to the pocket then explanted three days later during device upgrade procedure. A new lv lead was placed. No additional adverse patient effects were reported. As of today, this product has not been received for analysis.